Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise and lead fracture was observed on the patient's rv lead. Patient had several syncopal episodes. As a result, the lead was explanted and replaced. Patient condition is well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.